Manufacturer narrative:
The table was examined by a berchtold field service tech. The table was visually examined and a performance test of all movement functions was conducted. After performing all tests, the tech was unable to replicate the complaint.

Event description:
It was reported that the surgical table allegedly began to articulate without user input while a patient was on the table. There was no report of an injury to the patient or a delay in the procedure.